Manufacturer narrative:
The system remains in service pending an electrode revision. The field representative planned to submit device data to technical services for review. It was discussed that this electrode was implanted using the two-incision technique, and the physician was concerned that the suture sleeve was the cause of the problem. Technical services provided information to the field representative about clinical study data for electrode dislodgement/migration, where movement of the electrode was less frequent when the suture sleeve was used. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock due to oversensing. The patient was seen in the hospital and interrogation of the device revealed one treated episode and five untreated episodes. An x-ray was performed, which showed the electrode was significantly migrated/dislodged, with the tip of the electrode moved very far to the left. The patient was hospitalized and an electrode revision was planned. However, it was later reported that the physician elected to perform new defibrillation threshold (dft) testing to verify sensing and shock function. The test was performed in the primary vector and was successful. The patient was released from the hospital with the device programmed in the secondary vector, and an electrode revision was planned for the following week. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. In (B)(6), following the successful induction, the physician was planning to confer with colleagues and reach a consensus on what the next course of action should be for this patient. However, in (B)(6) it was reported that no actions were planned for the moment, and in (B)(6) a follow up request for the resolution to this case revealed there were no further plans for a revision procedure. The device and electrode remain in service with no further complications reported.